Event description:
Dexcom g7 cgm sensor was very inaccurate with many false low alarms with normal blood finger stick tests, many data dropouts (not due to signal loss), increasing instability with severe value swings and early failure before 10 days.